Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2022. The consumer reported dipping the swab in the reagent solution and then collected the nasal sample. The patient confirmed there was no harm due to the reagent exposure and no treatment was needed.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use-device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2022. The consumer reported dipping the swab in the reagent solution and then collected the nasal sample. The patient confirmed there was no harm due to the reagent exposure and no treatment was needed.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet (sds) and advised the consumer to contact their health provider if any irritation occurred. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card. A supplemental report will be provided if any additional is obtained. G4: (bla # and PMA/510(k) #) h3 other text : single use-device discarded.